Manufacturer narrative:
Due to character restrictions in block e1 full event initial reporter name is kiedos malgorzata, full event site name is silesian center for heart diseases, full event site address is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) have pressure reducer related malfunction.

Manufacturer narrative:
Updated fields : b4, e2, e3, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions ), h11 corrected feilds : b5, b6, b7, d9, d10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse originally replaced the high pressure transducer and the o-ring. However, these parts were later removed as the rapid loss of helium was still occurring. The fse returned on a later date and replaced the quick disconnect valve fitting . Helium tubing assembly and the multiple helium tubing assembly . A full inspection was performed and the device was in working order.

Event description:
It was reported that during routine tests, the cardiosave intra-aortic balloon pump (iabp) had a pressure transducer related malfunction with a rapid loss of helium. There was no patient involvement.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- health effect ¿ impact codes.

Event description:
N/a.